Event description:
Ous MDR - the physician noticed loss of capture and decided to replace the device. During the intervention the physician disconnected the lead from the pacemaker and performed a successful threshold directly with the analyzer. When he connected the lead once again to the pacemaker, the threshold test was unsuccessful. The pacemaker was replaced and all parameters were okay. Should additional information become available this file will be updated.

Manufacturer narrative:
The pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status and the current consumption were as expected. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Furthermore a threshold test was successfully performed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.